Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the article "reoperation after mitral valve repair in viewpoints of kidney injury as well as hemolytic anemia" (literature ID 1601w4-005h, doi: 10.1007/s13730-014-0152-z), on an unknown date, a mitral valve repair was performed and this 29mm tailor flexible ring was implanted (details unknown). Approximately 10 months post-implant, the patient complained of dyspnea and reported her urine was brown in color. The patient was hospitalized and a doppler echo suggested hemolytic anemia secondary to mitral regurgitation/jet collision with an annuloplasty ring (mrcr). A mitral valve replacement was performed. Postoperatively, the patient's hemolytic anemia and urine findings improved; however, chronic kidney disease was diagnosed.